Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker had a syncope. Therefore, the patient was admitted to the hospital. High pacing thresholds with intermittent loss of capture (loc). As a result, this pacemaker was explanted and successfully replaced. This device is not expected to be returned to boston scientific, since it was retained by the explanting hospital.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section h6 impact codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker had a syncope. Therefore, the patient was admitted to the hospital. High pacing thresholds with intermittent loss of capture (loc). As a result, this pacemaker was explanted and successfully replaced. This device is not expected to be returned to boston scientific, since it was retained by the explanting hospital.